Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the patient's colon on (B)(6), 2011.according to the complainant, the clip would not open during testing of the device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.this event has been deemed reportable based on the investigation results: clip mashed onto bushing.

Manufacturer narrative:
(B)(4):a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the patient's colon on (B)(6), 2011.according to the complainant, the clip would not open during testing of the device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.this event has been deemed reportable based on the investigation results: clip mashed onto bushing.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date.(B)(4).visual evaluation of the returned device found that the clip assembly was mashed onto the bushing. The control wire was not attached to the clip assembly; therefore, the prongs could neither be opened nor closed and the clip assembly could not be deployed. The over sheath and sheath grip were not returned.the condition of the returned device was consistent with the complaint that the clip would not open; the complaint was confirmed. A definitive root cause for this event could not be determined.